Event description:
Received info stating customer received multiple occlusion alarms. Upon inspection of the cartridge, a crack was observed. The customer changed the cartridge and resumed insulin successfully. Reportedly, customer's blood glucose level was not impacted.

Manufacturer narrative:
No product returning for eval. Should additional info become available, a supplemental form will be completed.